Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned for evaluation where the reported event was confirmed. Based on the results of the investigation, it is likely that the following led to the malfunction: the no image issue occurred due to corrosion on ultrasound connector. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the videoscope had no image. The issue occurred during prpearation for use for an unspecified procedure. There were no reports of delay or patient harm.